Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issues. The device was evaluated, but not yet repaired.

Event description:
The manufacturer received information from a third party service center alleging a ventilator inoperative condition occurred. The device was not in patient use.